Event description:
Caller reported a malfunction on the pump, with a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the malfunction code recurred. Caller acknowledged and understood the guidance provided.